Event description:
It was reported that there was an unknown problem with the pump. Recently service. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified motor rate error. During the functional testing was able to duplicate the motor rate error. The root cause of the issue was due to normal wear as the pump was over 6 years old. Replaced lead screw and clutch halves also cleaned and greased the whole motor assembly. Performed preventative maintenance and all functional tests which passed.